Event description:
Overdelivery reported by co affiliate. Report indicates: "overdelivery - 3 to 6 ml less in syringe compared with readings." The pump was used to infuse morphine, the settings were not available. There was no report of any adverse effect to the pt.

Manufacturer narrative:
The pump was tested at an international testing center. Reported results indicate the problem could not be duplicated and the pump tested within product spec. The frequency of death or serious injury complaints for code 102 (overdelivery) for lifecare pca is approximately 2.84/million sets.